Event description:
In june 27, 2009, the lay-user/patient contacted lifescan, alleging that a one touch ultra 2 meter had read inaccurately high. The patient reported a result of "117 mg/dl" from a one touch ultra 2 meter. She compared the result of "117 mg/dl" to an unknown result obtained on a different meter. The time difference between the two reported tests was greater than 30 minutes. As a result of the alleged meter issue, the patient claimed that she developed symptoms where her heart was pounding rapidly. However, it is not known if the symptoms developed before or after the alleged meter issue began. At an unspecified time on the day of the event in 2009, the patient administered self-treatment due to the alleged issue by eating food and/or drinking a beverage. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what date/time the alleged meter issue began, what date/time the result of "117 mg/dl" was obtained, what result was obtained on the other device, what actions the patient took before and after the symptoms developed, and what date/time the symptoms started. In addition, it would have been helpful to know what actions the patient took in response to obtaining the result of "117 mg/dl," if the patient was symptomatic when the result was obtained, if the patient attributed the symptoms to high/low blood glucose, if the self-treatment helped to relieve her symptoms, and if she has any other health conditions. The patient was reportedly not using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers, but was not cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury as a result of the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.